Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer (biomed tech) reported during a hemodialysis treatment, the hd machine prompted with a "remove usb 2 device" alarm. When they were removing the patient the patient there was reported blood loss. Per biomed tech there was no harm to the patient, and the patient was moved to another machine. Additional information provided from the clinic manager revealed the dialysis machine generated a blood leak alarm 3 hours and 43 minutes after the hd therapy was initiated. The clinic manager stated the cause of the blood loss was due to a clotted dialyzer. No damage to the dialyzer or packaging was noted. The patient¿s estimated blood loss (ebl) was approximately 150ml. The clinic manager stated no patient adverse effects were experienced and no medical intervention was required as a result of this event. Per clinic manager there was no injury to the patient and the patient has been able to continue in-center hemodialysis treatments without issue. The hemodialysis machine was also placed back in service without further issue.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The lot numbers passed pyrogen testing, were within sterilization dosage parameters and passed all release criteria.

Event description:
A biomedical engineer (biomed tech) reported during a hemodialysis treatment the hd machine prompted with a "remove usb 2 device" alarm. When they were removing the patient the patient there was reported blood loss. Per biomed tech there was no harm to the patient, and the patient was moved to another machine. Additional information provided from the clinic manager revealed the dialysis machine generated a blood leak alarm 3 hours and 43 minutes after the hd therapy was initiated. The clinic manager stated the cause of the blood loss was due to a clotted dialyzer. No damage to the dialyzer or packaging was noted. The patient¿s estimated blood loss (ebl) was approximately 150ml. The clinic manager stated no patient adverse effects were experienced and no medical intervention was required as a result of this event. Per clinic manager there was no injury to the patient and the patient has been able to continue in-center hemodialysis treatments without issue. The hemodialysis machine was also placed back in service without further issue.